Manufacturer narrative:
The device was returned for analysis stuck with a guidewire. Microscopic inspection revealed the guidewire exit port was damaged and the tip kinked with the stuck guidewire.

Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, sub-totally occluded, eccentric, de novo, target lesion was located in the mildly tortuous and moderately calcified proximal to mid right coronary artery. Two non-boston scientific guidewires were used to cannulate the lesion. Pre-dilation was performed with emerge 2.00 x 15 and 3.00 x 20mm emerge balloons along with a 3.00 x 10mm wolverine cutting balloon. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. After the vessel was assessed, an attempt was made to remove the catheter. However, the catheter and one of the guidewires were stuck and had to be removed together. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, sub-totally occluded, eccentric, de novo, target lesion was located in the mildly tortuous and moderately calcified proximal to mid right coronary artery. Two non-boston scientific guidewires were used to cannulate the lesion. Pre-dilation was performed with emerge 2.00 x 15 and 3.00 x 20mm emerge balloons along with a 3.00 x 10mm wolverine cutting balloon. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. After the vessel was assessed, an attempt was made to remove the catheter. However, the catheter and one of the guidewires were stuck and had to be removed together. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient was stable post procedure.